Event description:
Partial of endo stitch needle retained pelvic cavity. Dates of use: 2008. Diagnosis or reason for use: leiomyona of uterus. Event abated after use stopped or dose reduced? Yes. Event reappeared after reintroduction? No.